Event description:
A surgeon reported that poor cutting of the probe occurred during surgery. The product was replaced to resolve the issue. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).